Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, mid left anterior descending artery. After pre-dilatation was performed, an attempt was made to advance the 4.0x28 mm kagura stent delivery system. While pushing the stent delivery system in an attempt to cross the heavily calcified lesion, the proximal shaft separated. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The kagura device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.